Event description:
End user called to complain of the device giving a high reading with the calibration test. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.